Event description:
Additional information from the hcp reports the patient presented with redness, drainage, and incisional wound opening of the device pocket. A culture of the device pocket was done. The results were not reported. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal. The patient had risk factors of diabetes, debuilitated status, and malnutrition or being extremely thin.

Event description:
The hcp reported the pump was explanted due to an infection.